Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, the plunger of the injector was blocked, which led to a higher pressure being applied. As a result of which the plunger was released too quickly and the injection of the implant into the eye was explosive. There was no patient impact reported.